Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6). On (B)(6) 2017, primary tka surgery for knee osteoarthritis (right side) was performed using the attune system. The surgeon noticed through an x-ray after completion of the surgery that the implanted tibial tray had penetrated the backward cortical bone. The surgeon decided to perform re-operation where the procedures were as follow: removed the already implanted tibial tray and insert reduced the bone by shaving off the surface of the tibia. Implanted the removed tibial tray and insert again. The surgery was completed with a 60-minute delay due to the re-operation using a tourniquet. There was no adverse consequence to the patient. The surgeon comments as follows: this event might be caused by his technical failure. Drilling and impaction with a keel at the tibia were well done. However, the tibial tray penetrated the backward cortical bone at the time of impaction. Doi: (B)(6) 2017; dor: unknown; right knee.